Manufacturer narrative:
The product was evaluated by quality engineering on 9/21/2015, at which time the device performed within specifications.

Event description:
The customer reported to customer service that her pump in style breast pump had low suction which possibly caused her to have mastitis, which was treated with antibiotics by her doctor.

Manufacturer narrative:
A replacement pump was sent to the customer. The customer reported that she was being treated for mastitis. On (B)(4) 2015, a medela clinician spoke with (B)(6) who reported she was breastfeeding in addition to pumping when she developed mastitis. Her mastitis is resolved and she's no longer taking antibiotics. Based on the customer's statement that she is no longer experiencing symptoms using the new pump, and with no report of continued symptoms, this issue is resolved with no permanent adverse effects to the customer. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.